Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. It was reported that that they noticed about 2.5 weeks ago before they had their MRI done they noticed that their stimulation had turned off; patient added that they also noticed when they charged the implant the controller battery did not decrease and implant battery did not increase. Patient confirmed controller battery was at 100% and implant was at 50%, and stimulation off. Patient confirmed that when they tapped the therapy group and tapped ok the screen went back to showing stimulation off with grayed-out therapy group. Agent then decided to work on first with the charging of the implant; patient plugged the recharging paddle and later confirmed good recharging quality with green light blinking on the touchscreen. Agent reviewed battery charging to patient. While monitoring the charging agent then had patient accessed the MRI mode. Patient confirmed getting to screen 92 and tapped exit MRI mode. Patient then confirmed the screen went back to their group assignment and the screen was no longer showing "stimulation off"; the screen also showed a green highlight on the assigned group. Patient then mentioned that the controller battery was at 90% and implant was at 60%. Steps taken during the call resolved the issues.